Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy mark under an electrode on the back. The patient reported having trouble wearing bras with itching as well. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient did not request different garments. The patient's pharmacist suggested the patient use a water-based unscented lotion for the irritation. Follow up indicated the irritation improved. Supplemental report 10/04/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as red itchy mark under an electrode on the back. The patient reported having trouble wearing bras with itching as well. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient did not request different garments. The patient's pharmacist suggested the patient use a water-based unscented lotion for the irritation. Follow up indicated the irritation improved.